Event description:
It was reported that when using the bd pyxis¿ medbank mini, the cubie would not open. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the cubie won't open when try tried to issue out the item. A technical support specialist (tss) had informed the user that this was a known issue on the medbank cabinet where sometimes the cubie would not open. The system functioned as intended after the technical support specialist investigate the device.